Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that medication leaked out from the base of the orange needle onto the patient's leg. There was no patient harm and no additional patient details can be provided.